Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir was able to lock in place. Device received with intermittent button response due to flattened dome switch on esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were stuck and had crack near reservoir window. The customer stated that they trying to key in a blood glucose reading prior to noticing the buttons were not working. Customer also stated that they had to press buttons multiple times for act to respond. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.